Event description:
It was reported that the customer had three reservoirs that leaked past both o-rings. The customer stated that the leak was noticed when the customer was filling the reservoir with insulin. The customer also stated that the reservoir had been used for two days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.